Event description:
Pt had a pump refill done 2003 with a 10% increase in the medication. The pt was doing well until one month later when they experienced legs going out from under them progressed through the evening to be difficult to arouse with metal status deterioration. Was taken to the emergency dept the next day at which point was hypotensive and progressing to coma. The pump was stopped and drained. The expected volume was 9.7 ml and the actual was 8.4 ml. The pt is reported to have recovered completely and was discharged to home. The hcp plans to restart the pump at a lower rate.